Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery dropped form 60% to 5% while connected to a power source. There was no reported impact to the customer's blood glucose level. Follow up with the customer determined the pump was able to be charged successfully following the report. Reportedly, the customer will continue to use the pump for insulin therapy.